Event description:
The monopolar cautery instrument was returned without an initial complaint from the customer.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the cautery adapter was broken at the tip; a small piece had broken off exposing the electrical prong. Failure analysis concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the broken tip if to reoccur could cause or contribute to an adverse event.